Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's echocardiogram (echo) from (B)(6) 2022 revealed severe right ventricular dysfunction. A right heart catheterization was completed on that date as well which revealed elevated right atrial pressures. With exercise the left and right sided pressures increased significantly. The pump speed was decreased to 5900 rotations per minute (rpm). On (B)(6) 2022 the patient presented to the endocrinology clinic with complaints of chest pain and fatigue. Patient was found to be tachycardic and hypotensive. Patient was sent to the emergency department (ed) and admitted for evaluation of chest pain. The patient's international normalized ratio (inr) was subtherapeutic and a computed tomography (CT) scan was completed to evaluate for pulmonary embolism. The CT was negative. An electrocardiogram (EKG) found sinus rhythm with a heart rate in the 80s and no st elevations. Cardiac enzyme labs ruled out a non-st segment elevation myocardial infarction (nstemi). No clear etiology for the chest pain was identified. The patient's beta blockers were held in the setting of heart failure symptoms with fatigue, malaise, and the echo results from (B)(6) 2022. The patient reported they had felt worse and had less energy since the speed was lowered, so it was increased back to 6100 rpm on (B)(6) 2022. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ (under "anticoagulation") also outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.